Event description:
It was reported that during an unknown procedure the device was multifeeding two clip at a time and dropping clips. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.